Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is fractured at the uv glue zone; the glass cap distal part is detached and not returned; the heat shrink tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 166,273 joules and 33:52 minutes "fiber broke" was noted. The fiber was exchanged and the second fiber was used to complete the procedure. Patient outcome "ok" reported.